Event description:
It was reported that a malfunction with code malf 16 occurred. The impact on the blood glucose level was unknown as the customer declined to provide this information. The customer reverted to an alternate method of insulin therapy.